Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced fluid leaking out of the safe lock apd luer connectors. The patient contact tightens the connectors, continues other activities, and then finds fluid leaking out again. The patient contact has to tighten the connections again and has resorted to putting a bucket under the connectors to catch the fluid. Upon follow up, the patient contact confirmed the reported fluid leak event occurred between the safe lock apd luer lock connector and the baxter bag during the last fill of treatment. The patient has worked with the pd nurse to ensure a tight connection however the connection always loosens during treatment. The leaking issue has been occurring for every treatment since the beginning of using the connectors with the baxter bag. The patient contact and the patient could not recall if an alarm was present in these instances. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue. The patient contact confirmed that the adapters were discarded and are not available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was not conducted since the lot number is unknown and no information was found from this customer related to the product. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.